Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, stress and power related testing, and full functional testing without duplicating the report. A visual inspection found no discrepancies. The device was recertified and returned to the customer. The power related accessories used during the event were not returned as part of this investigation. No power related errors were found in the logs. No trend is associated with reports of this type.